Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of congenital anomaly ('birth defect in child') in a neonate whose mother had inserted essure during pregnancy. The mother received the product for female sterilisation. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2015, the mother had essure inserted. On an unknown date, the neonate was diagnosed with congenital anomaly (seriousness criterion congenital anomaly). At the time of the report, the congenital anomaly outcome was unknown. The reporter considered congenital anomaly to be related to essure. The reporter commented: mother case #: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of congenital anomaly ('birth defect in child') in a neonate whose mother had inserted essure during pregnancy. The mother received the product for female sterilisation. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2015, the mother had essure inserted. On an unknown date, the neonate was diagnosed with congenital anomaly (seriousness criterion congenital anomaly). At the time of the report, the congenital anomaly outcome was unknown. The reporter considered congenital anomaly to be related to essure. The reporter commented: mother case #: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.